Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included hypertension, herniated disc and hysterectomy on (B)(6) 2011. Concomitant products included atenolol and methadone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), rash ("skin rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes "), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) exploratory surgeries). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and fatigue was resolving, the depression and alopecia had resolved and the weight increased, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coil left 2 right 2. Discrepancy in removal date , removal date also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included hypertension, herniated disc and hysterectomy on (B)(6) 2011. Concomitant products included atenolol and methadone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), rash ("skin rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes "), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) exploratory surgeries). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and fatigue was resolving, the depression and alopecia had resolved and the weight increased, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coil left 2 right 2. Discrepancy in removal date , removal date also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. New reporters added. All relevant medical history condition, concurrent condition, concomitant medication added. Essure lot number added. New events apareunia (inability to have sexual intercourse), skin rashes, bladder problems or changes, urinary problems or changes , migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain, fatigue and did not underwent essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included hypertension, herniated disc and hysterectomy on (B)(6) 2011. Concomitant products included atenolol and methadone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression"), alopecia ("hair loss"), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("skin rashes"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headache"). In (B)(6) , the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, 8 months 27 days after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and skin disorder ("skin conditions"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) exploratory surgeries). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, weight increased and fatigue was resolving, the depression, alopecia and skin disorder had resolved and the female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coil left 2 right 2. Discrepancy in removal date, removal date also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.748 kgs. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received, event added- headache,skin conditions. Events onset date added. Patients demographic updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, depression, alopecia and weight increased outcome was unknown. The reporter considered alopecia, depression, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.